Manufacturer narrative:
Due to character restriction in block e1. E1 event site full name is (B)(6). Corrected fields : h6 ( medical device ¿ problem code ), e4 updated fields: b4,b5, d8, d9,e1( initial reporter name, email address, event site name),e3, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) performed troubleshooting on unit. Verified blood back on unit, replaced pneumatic module (d997-00-1178) on unit. Performed a checkout on unit per manufacture recommendations all systems passed. Returned unit back to customer.

Event description:
It was reported that during uise, the cardiosave intra-aortic balloon pump (iabp) had a issue with evaluation and blood back. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a issue with evaluation. No harm or injury reported.